Manufacturer narrative:
(B)(4). Manufacture date: 2/4/2016. The analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 34 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Batch # n53e8w. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch. Additional information was requested and the following was obtained: it was reported that the surgeon felt something came off the alignment slot. Did the reload detach from the device? No. The doctor commented like that, but it seemed nothing detached from the devices when the sales rep checked. Or, did a piece of the reload detach from the device? No. Or, did a piece of the device fall off? No. Did any piece fall into the patient? No. If yes, was it retrieved? Na. Will all pieces be returned with the device? No information. If no, were they discarded? Na.

Event description:
It was reported that during a lap sigmoidectomy, the firing knob stopped just before the distal end of the third firing of functional end to end anastomosis between the colon and the rectum. The cartridge was blue. The deployed staples from the middle to the distal end were malformed. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor was familiar with the device. He felt that something came off the alignment slot when the event occurred.